Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation notes infusion completion tone during flow testing. Pump is operating in specification with the problem unable to be reproduced. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed on the screen that the infusion was complete but had no audio alert. Additionally it was reported that the infusion took 1 hour and 17 minutes instead of the expected 1 hour and there were 50ml remaining in the bag. There was no known patient injury or medical intervention associated with this event. Troubleshooting of the device was performed at the facility but no infusion issue could be replicated. No additional information is available.